Manufacturer narrative:
This smdr was previously submitted via paper report and is being resubmitted upon FDA request. The manufacturer internal reference numbers for this report are (B)(4). Additional information provided in h.3., h.6. And h.11. No sample was returned as the device remains implanted, therefore, the condition of the product could not be verified and visual inspection cannot be performed. A sample was not returned because there was no harm and no treatment to the patient. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to approved release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
Three months after shunt implantation, the patient had increased intraocular pressure (iop). A filtering bleb revision was performed. After the procedure the patient was indicated to be recovered.

Manufacturer narrative:
Corrected information was provided in a.1. Additional information was provided in b.1., b.2., b.5., b.6., b.7., d.11., h.1., and h.6. The manufacturer internal reference number is: (B)(4). This report was previously submitted to FDA in paper format via mail. This report was submitted on time and stamped as received by FDA. Per request by isaac chang this report is being resubmitted electronically.

Manufacturer narrative:
This MDR was originally submitted via paper report and is being resubmitted upon FDA request. The manufacturer internal reference numbers for this report are (B)(4). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that following a glaucoma filtration device implant procedure, the device was touching the iris one day post operatively. There was no harm to the patient and the device remains implanted. Additional information was requested.